Event description:
Event description guidant received information that this fineline lead (4450) sustained a fracture and was removed from service, it was decided to replace both leads and the pg so that there would not have to be another invasive procedure a year later. The 2nd fineline (4460) was an attempted implant and replaced.